Manufacturer narrative:
Section 6 - code 86: device evaluation consisted of the following: a review of the device history record (DHR); visual examination; x-ray examination; electrical testing; leak testing. Section 6 - codes 100, 68: the case was found to be fractured. This fracture was most likely the result of an impact on the implant side causing the device to cease functioning. There was also an obvious intrusion of ionic fluids that resulted in damage to the electronic circuitry. Nothing unusual was noted in DHR. The only rework performed during the mfg of this device was the replacing of the 2.5 v voltage reference ic (u2) at the hybrid level. Visual examination: the device was observed to have a cracked case at the time of the explantation. Examination upon receipt at advanced bionics indicated that the ceramic case was cracked along the rounded edge. There was evidence of fluid intrusion into the cracks. The spiral portion of the electrode lead was cut off by the surgeon at the time of explantation. The electrode wires and contact balls were in excellent condition. Electrical testing: electrical testing confirmed that no communication ("link") could be obtained with the ics. X-ray examination: all components appeared normal. Case hermeticity testing (leak testing): a gross leak test was performed at a temperature of 100 degrees c. Several streams of bubbles were observed coming from the cracks in the ceramic case, confirming a loss of hermeticity. Case removal: case removal was not necessary due to condition of the device upon receipt. Internal visual examination: internal visual examination was not performed due to the condition of the device upon receipt. Internal electrical testing: internal electrical testing was not performed due to the condition of the device upon receipt. Conclusion: the case was found to be cracked. These cracks were likely the result of an impact on the implant site. The cracks compromised the hermeticity of the enclosure containing the hybrid. There was an obvious intrusion of ionic fluids that resulted in damage to the electronic circuitry, which in turn caused a loss of link. Corrective action: the cause of the failure has been determined to be the fracture of isopress ics case. Because of previous instances of case damage in the pediatric population, advanced bionics has terminated the usage of ici isopress cases and developed a screening procedure to assure case strength that is sufficiently robust to withstand the greater likelihood of impact in children.

Event description:
According to the info available at this time, pg 086 began experiencing a problem with intermittent link between the implanted device and the external components of the sys sometime during the week of march 16, 1997. On march 21, 1997, the device ceased functioning entirely. Revision surgery took place on april 15, 1997. At explant, hairline fractures at the rim on the receiver package were observed. There were no reports of trauma or impact to the implant site in the weeks immediately preceding the failure.